Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue. While running a log check the fse found #78, #79, #80 communication error. A running test was performed with no occurrence. All functional and safety test performed.

Event description:
It was reported that during clinical use, cardiosave intra-aortic balloon pump (iabp) required maintenance. There was no patient harm.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.